Event description:
Atrial lead screw would not screw out. Boston scientific lead. Diagnosis or reason for use: boston scientific atrial lead screw would not extend. "Is the product compounded: no, is the product over-the-counter: no."